Manufacturer narrative:
Add'l info was rec'd on (B)(4) 2013 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Pain, swelling, joint effusion. Case description: spontaneous report was rec'd on (B)(4) 2013 from a physician via a sales rep regarding a (B)(6) male pt, initials unk. The pt's medical history was significant for previous use of synvisc-one (two or three previous injections). On an unspecified date, the pt initiated treatment with synvisc-one (hylan gf-20) injection (route of administration and dosage regimen not provided). The lot number for synvisc-one was not provided. On an unspecified date, the pt experienced pain, swelling and his knee was aspirated (joint effusion) with unk amount of fluid and the pt rec'd treatment with steroid. The action taken with synvisc-one was not provided. The outcome for the events of pain, swelling and joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of pain and swelling was severe. The intensity for the event of joint effusion was not provided. The causal relationship of synvisc-one with the events of pain, swelling and joint effusion was not provided by the reported physician.